Event description:
Pt underwent pacemaker placement in 2009. Pt was found to have delayed erosion through the right ventricle. Device: inserted: same day; prosthesis installed: lead; vendor: medtronic; mode: 5076-58cm; size: 58cm.